Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to t-wave over sensing. The lead was capped and a new lead was implanted. The patient's condition after surgery was good.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.7 cm was returned for analysis. Visual inspection of the lead segment found that a bend in the is-1 connector leg caused an acute wrinkle in the ptfe liner. Stress on the ptfe liner led to a breach and subsequently applied pressure to the inner surface of the is-1 connector legs outer tubing. This damage to the ptfe liner led to an abrasion from the inside that exposed the outer coil. The damage to the ptfe liner and breach in outer insulation may have contributed to the complaint from the field. Without return of the entire lead a complete analysis could not be performed.